Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent "caging" and stent damage occurred. Vascular access was obtained via the radial artery. The 28mm x 2.5mm, 80% stenosed lesion was located in the moderately tortuous and severely calcified middle 1/3 of the mid left anterior descending artery (lad), after the origin of the first diagonal branch. After implanting a 3.00 x 16mm synergy¿ stent to the target lesion, "caging" was observed. The physician advanced a 0.014 guide wire and made several attempts to cross the lesion without success, even after dilation with sequentially larger balloons. In the removal of the "stent" it was observed "loss of integrity". The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.